Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed that the battery cap returned with the pump was damaged, and therefore the pump would not hold power. Testing was completed with a test battery cap. A review of the pump history revealed that rebooting had occurred following a "replace battery" alarm. There were "loss of prime" warnings noted in the pump history associated with rebooting and cartridge changes; there were no "no cartridge detected" warnings observed. The pump was exercised for 24 hours and was found to be delivering insulin accurately. There were no "loss of prime" warnings or power losses observed during testing. The total daily dose history was found to be correct. Two boluses were delivered during testing, and the insulin remaining was accurately calculated. There were no insulin delivery issues found during testing. The reported power loss was attributed to lack of response to a "replace battery" alarm. The damaged battery cap is not likely to cause an adverse event, because the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump delivered too much insulin. He indicated that he was hospitalized for treatment of hypoglycemia. A review of the bolus history prior the event revealed that a 8.80 unit bolus was programmed and delivered. The pt claimed that he should have only delivered 5.0 units. According to the pt, his blood glucose (bg) level dropped to "25 mg/dl" when paramedics were contacted. He concluded that he might have accidentally entered a larger insulin dose than intended. The tdd added up correctly. The bolus history and basal settings were confirmed. No temps or suspends were noted. The pump's date/time was also correct. No associated primes were observed in the pump history. The pt also alleged that the pump was powering off. A review of the pump revealed that the pump was powering off due to replace battery alarms. The animas rep involved in this contact informed the pt that the replace battery alarm would cause the pump to power off after 3 minutes. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he rec'd hospital treatment for hypoglycemia after accidentally giving himself too much insulin.